Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all units met stryker specifications. The tap was inspected and it was found that the tip was fractured. Conclusion: the probable root causes of this event are user error.

Event description:
It was reported that; during surgery the tip of the tap broke when it was used to l4 right side. The tip is remained to the patient. The broken part remained in l4.

Event description:
It was reported that; during surgery the tip of the tap broke when it was used to l4 right side. The tip is remained to the patient. The broken part remained in l4.